Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated, the power supply was adjusted, and the battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had an intermittent communication error and locked up. There was no patient injury or death reported.